Event description:
A customer reported an unspecified malfunction with the flogard infusion pump. No patient involvement, injury or medical intervention was reported when this event was received. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection, a power-on self-test and an event history log review. The reported condition was verified as an f38 alarm code. The cause of the of the f-38 alarm code was determined be damaged force sensing resistors (fsr) and the sensors were replaced to resolve the problem. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.